Event description:
The customer reported the system did not xray and was getting a temperature alarm on the generator console. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service found no filament current on the monoblock so he replaced the monoblock and b143 pcb. The system operates as intended.